Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following two venaseal procedures, one on the right leg and one on the left leg, swelling in the legs began two weeks after the procedures. Pain was noted in the lower portion of the leg, which was painful to touch. The patient was unable to receive massages due to the pain and experienced a decreased physical condition compared to before the procedures, including an inability to exercise as before. The patient went to her physician 2 times for follow up and was prescribed medication, but it did not result in improvement. The patient noted that she has no known drug allergies. The patient expressed dissatisfaction with the product and procedures, stating that more problems were experienced than benefits.